Event description:
It was reported that the pulse generator could not be interrogated. Since interrogation was not possible, the physician elected to perform monthly magnet rate checks via transtelephonic monitoring until the device r eaches 86.3 pulses per minute (ppm), indicating elective replacement indicator (eri). The pulse generator was at 93 ppm on the last check. At eri, the device would be replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.